Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing during a lobectomy procedure, the device was stiff and was unable to be fired. They r eplaced the cartridge to complete the case. There was no patient injury.